Event description:
Dräger received an ufr in which it was stated that the ventilator performed repeated reboots during use upon which it was decided to replace the device in a controlled maneuver. It was mentioned that the event did not lead to health consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures, and the contact person named in the ufr could not provide further information. Dräger derives the following: a reboot is the specified behavior to overcome interrupts in the processing of software routines that can't be remedied by other means. The device will briefly power off and back on, will post an alarm and will resume ventilation with previous settings if the reboot could remove the error condition. The detail in the ufr that the device performed repeated reboots is an indication that the error condition was persistent. Without access to device and/or log file is no further conclusion in regard to the exact root cause possible - a component malfunction would be plausible after the 16 years the device has been in use already but lack of maintenance or infrastructure issues must be taken into consideration as well as contributing factors. If the device shall be further used, dräger recommends to have it checked by authorized personnel and repaired if necessary. If so, original spare parts shall be used for repair then.